Event description:
Philips received a complaint on the v60 ventilator indicating that there was an oxygen not available alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The issue occurred during a pre-use inspection. The device otherwise continued to operate. An authorized service provider (asp) evaluated the device at the repair center. The device was started without connecting the device to high-pressure oxygen, setting oxygen concentration to 100%, and confirmed that an "oxygen unavailable" alarm was triggered as expected. The asp contacted the local branch representative who learned that when the device was checked prior to dispatch, similarly, starting without high-pressure oxygen connected while set to 100% oxygen concentration, that an "oxygen unavailable" alarm occurred as expected. Based on the available information, the asp determined that the device was operating normally. The asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.